Event description:
An error message was reported with the freestyle libre sensor. A caregiver reported the customer received a "replace sensor" message on the same day of sensor application. Customer experienced feeling "very dry and pourly" and had contact with an hcp who diagnosed her with hyperglycemia and administered insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. A caregiver reported the customer received a "replace sensor" message on the same day of sensor application. Customer experienced feeling "very dry and pourly" and had contact with an hcp who diagnosed her with hyperglycemia and administered insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.